Manufacturer narrative:
A field service representative went onsite and evaluated the device and reported issue. The field service representative performed bench testing and it passed leak test. There is no transducer fault errors in event log. Only errors of note were circuit fault and check o2 cal errors. The oxygen sensor cell was replaced and the transducer was calibrated. Performed operational verification procedure and no issues noted. Ventilator meets factory specification.

Event description:
The customer reported to vyaire medical that the vela ventilator went vent inoperable while on a patient. The customer confirmed that there was no patient harm associated with the reported event.